Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified a broken blade measuring approximately 0.38" from the base. The broken piece was not returned for evaluation. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The known cause of this issue is attributed to mishandling and misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged blade an investigation was completed to determine the cause of this reported event. Although the complaint regarding a damaged blade was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Verification via procedure logs confirms the occurrence of a vinci-assisted liver cystectomy surgical procedure on the reported event date of (B)(6) 2022 matching the documented event details. The batch sequence number of the instrument's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with obvious damage and detachment of the instrument blade. No conclusive determination can be made based on this analysis. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, the harmonic ace instrument blade broke and a piece fell inside the patient when dissociating the liver parenchyma. After successful retrieval of the broken piece, another instrument was used to complete the surgical task. The procedure was completed with no other issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and no issue was found. The instrument initially worked for about an hour. No incidence of any collision or contact with a hard object during intraoperative use. The entire piece was retrieved.